Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, when the physician opened the box of an embovac catheter (ic71132ca, 31118186), found the product was visibly cracked/kinked a few inches above the hub on the covering sheath. Therefore, the product was not even inserted into the patient, nor used. The clinician performed the interventional procedure with another product. Additional event information received on 10-apr-2024 indicated that the device was pulled normally from the packaging. There were no packaging issues. The inner pouch was securely sealed. The device was stored and prepped as per the instructions for use (IFU). A non-sterile ic 71, 132 cm, ce, asp. Ind. Was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed and two (2) kink conditions were observed. One at 9.50 cm from the hub and another just next to the ID band. No other damages were found. The kinked conditions were inspected under microscopic magnification and no exposed wires or separations were detected. The device was confirmed to be within specifications for the outer diameter (od) and inner diameter (ID). The customer complaint related to a catheter being kinked was confirmed based on the appearance of the returned device. The observed kinked condition may have been the result of several factors, including but not limited to procedural factors present in the operating room. A cracked condition was not found in the device, no internal components were found exposed. With the limited information available, an assignment of a root cause is not possible at this time. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. According to the risk documentation, a catheter shaft being kinked is a potential issue that can occur due to an improper storage and/or improper handling of the device when is removed from the pouch. The second kinked condition found is suspected to have appeared during the post-operational handling of the device since they were not originally reported in the complaint. A manufacturing record evaluation was performed for the finished device 31118186 number, and no non-conformances related to the malfunction were identified. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent catheter damage from leaving the facility. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure is multifactorial. The instructions for use contain the following precaution: do not use a catheter that has been damaged in any way. If damage is detected, replace it with another catheter that is not damaged. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section e1. Initial reporter phone: (B)(4). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, when the physician opened the box of an embovac catheter (ic71132ca, 31118186), found the product was visibly cracked/kinked a few inches above the hub on the covering sheath. Therefore the product was not even inserted into the patient, nor used. The clinician performed the interventional procedure with another product. Additional event information received on 10-apr-2024 indicated that the device was pulled normally from the packaging. There were no packaging issues. The inner pouch was securely sealed. The device was stored and prepped as per the instructions for use (IFU).